Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number k113753 and k112160.

Event description:
It was reported that the implant was removed due to peri-implantitis. Patient would have to return to place a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).